Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during investigation, the pump history showed that information from reported event date had been overwritten due to continued use. The current black box data showed no indication of intermittent power or pump reboots. The battery compartment and returned battery cap were intact and the cap was able to tighten securely to the pump. The pump was opened and there was no damage, moisture or contamination was found. The complaint of intermittent power was not able to be duplicated during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.